Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing an occlusion error was found. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal bubbled. The event history log confirmed two occurrences of ¿cassette not attached properly¿ alarms. Functional testing was unable to replicate the reported issue; however, visual inspection found some discoloring on the downstream bezel and a scratch on the sensor after removing the seal. The root cause was determined to be contamination and scratches on dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.